Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site on (B)(6) 2017 to assess the testing instrument in question. The fse made an adjustment to both the z and x camera positions, and also cleaned the reader mirror. The fse also adjuisted the washer residual volume to 0.10 gram. Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess the instrument test well image in question, which appeared visually positive.

Event description:
On (B)(6) 2017, a customer site reported to immucor technical support an unexpectedly negative antibody screen when tested on a galileo echo.